Event description:
It was reported that patient underwent an ankle procedure on (B)(6) 2015. During the procedure, the drill fractured while drilling a hole. Review of radiographs revealed the drill had missed the hole. The fractured fragment remains in the patient's bone and another drill was utilized to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Lot number and expiration date - unknown. Manufacture date ¿ unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-02185).